Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported no troubleshooting was needed. The patient was seen for their follow up visit on (B)(6) and the issues appeared to be user error. The patient now knows how to do it properly. The system was working correctly. No further complications were reported. ¿***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was able to successfully fully charge their ins once a few days ago but now they are getting a screen on their controller indicating they cannot communicate with the ins. It also appeared the patient may also be having trouble charging. The rep was not with the patient at the time of the call and could not troubleshoot. No patient complications were reported as a result of this event.